Manufacturer narrative:
The user returned a tc-c3 trolley serial number (B)(4) for the evaluation of the tc-c3 cart freezes when wheeling around. The user complaint was not confirmed. Olympus performed a visual inspection on the device and noted that the device has one damaged and missing castor. The missing castor was not returned for evaluation. The three other castors on the device appear to have normal wear and tear. We attempted to apply the brakes for each castor, and verified that each brake was working properly. The tc-c3 trolley moved freely without extra force but as the device is missing one castor it is difficult to balance the trolley. As per instruction for use (IFU), ¿the compact trolley has 4 braked castors. Ensure all brakes are applied prior to use and released before moving the compact trolley.¿ the IFU states that for safety the castors should be inspected every six months. Please see warnings and notes from IFU below. Do not exceed the load capacity of the trolley as specified in chapter 7. To minimize risk of injury, it is recommended that heavy items are placed on the mobile compact trolley by two people working together. Ensure electrical items used on the mobile compact trolley are positioned centrally on the shelves. Avoid contact of the castor wheels with oil and avoid a buildup of floor cleaning wax and polish as these will impair the antistatic effectiveness of the castors. We are unable to investigate the root cause as the castor is not being returned to the original equipment manufacturer and the data available is not sufficient to determine a root cause, however it is important that the maintenance identified in the wm-np2 workstation instruction is followed on the castors.

Event description:
The user facility reported that one of the castors on the tc-c3 cart freezes when wheeling around, and the cart then requires force to move the cart. There was no patient involvement. No additional information was provided.